Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm portico valve was implanted on (B)(6) 2019. The initial implant depth was 4mm. On (B)(6) 2022, the patient presented with heart failure, the implant depth of the portico valve was noted as 15mm. It was thought there was a leak. On (B)(6) 2022, the patient had a valve in valve procedure with a new 29mm portico valve. No additional information was provided.

Manufacturer narrative:
An event of valve migration more than three years post-implant and potential leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Two videos were received from the field. One video appeared to show a valve implanted deep and the other appeared to show two valves implanted in a valve-in-valve procedure. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that after the portico valve was implanted, there was no paravalvular leak noted initially. The patient did not have a horizontal aorta or any other challenging anatomy. The patient's calcification classification was not available. The patient's aortic annular dimensions were not available. The patient did not have a pacemaker implant.